Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.0b. Pump received with broken belt clip slot, broken battery tube threads, missing end cap sticker and cracked reservoir tube lip. Pump passed the displacement. The test p-cap/reservoir does lock into place.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.